Manufacturer narrative:
Siemens filed the initial MDR 2247117-2019-00020 on 25-mar-2019 and first supplemental MDR on 11-june-2019. Additional information (02-jul-2019): this MDR pertains to the same patient referenced in MDR 2247117-2019-00022 and supplemental MDR 2247117-2019-00022_s1, which were filed for the same issue.

Manufacturer narrative:
The initial MDR 2247117-2019-00020 was filed 25-mar-2019. Additional information (07-jun-2019): the siemens customer service engineer (cse) found gel build up from a serum separator tube on the instrument's sample probe. The cse replaced the sample probe and repeated the patient sample. The sample result obtained was at the expected dose. The cse observed the customer was running short (partially filled) serum samples on the instrument causing the probe to hit the gel material. The cause of the discordant, falsely high human chorionic gonadotropin (hcg) test result was an unintended use of error of running short serum samples on the instrument. The instrument is performing within specifications. No further evaluation of this instrument is necessary. Conclusion code(s) was updated.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were within acceptable ranges. Siemens is investigating the issue.

Event description:
Discordant, falsely elevated human chorionic gonadotropin (hcg) results were obtained upon repeat testing on an immulite 2000 xpi instrument. The discordant results were not reported to the physician(s). The result of < 5 miu/ml was reported to the physician(s) as the correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg results.